Event description:
It was reported in the article entitled "dancing leadless pacemaker: dislodgement of a ventricular screw-in leadless pacemaker driven by severe tricuspid regurgitation" that a patient's leadless pacemaker (lp) dislodged and traveled outside its intended chamber, most likely due to tricuspid regurgitation caused by poor lp positioning. It was noted that the lp exhibited an unsatisfactory capture threshold and low impedance. It was further noted that the patient exhibited arrhythmia due to the issue. The lp was retrieved. The patient's health status is unknown.